Event description:
It was reported a portion of the coating of this guidewire detached in the pt during an angiogram procedure. Uneventful retrieval of the detached coating utilizing a snare followed. The procedure was successfully completed with this device. Pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the device was returned in two segments. A portion of the coating which measured 17 centimeters was returned detached from the guidewire. Eval of the guidewire revealed damage and missing coating. All device material appears to be present and the guidewire outer diameter was within mfg spec. A lot search was performed and revealed no other complaints to date on this lot number. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's direction for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy...free movement of the guidewire within a catheter is an important feature of a steerable guidewire system, because it gives the user valuable tactile info...test the system for any resistance prior to use."